Event description:
The customer reported on (B)(6) 2013 at 9:16 pm she activated a new pod and she also felt pain during the needle insertion process. (B)(6). The pod was removed and she noticed there was some blood in the cannula.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all acceptance criteria.